Event description:
Two mic handpieces failed in one case. Both with the same issue of no power when the trigger was squeezed. A third handpiece was used to complete the case. Tha surgical delay 5minutes.

Manufacturer narrative:
Reported event: it was reported that two mic handpieces failed in one case. Both with the same issue of no power when the trigger was squeezed. Product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: device history records indicate (B)(4) devices were manufactured under lot k09v5 and all units were put on qt 17-07-0030 for missing documentation. The documentation was received and all units were accepted into final stock on 7/13/2017. A review of qt 17-07-003 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k09v5 shows 08 additional complaints related to the failure in this investigation. These are complaint pr: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc (B)(4) and CAPA 1450904 are associated with the failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Two mic handpieces failed in one case. Both with the same issue of no power when the trigger was squeezed. A third handpiece was used to complete the case. Tha surgical delay 5 minutes.